Event description:
In 2002, the pt was admitted for shortness of breath, atrial fibrillation and chf. Pt was found to have a pericardial tamponade. Pt was taken 4 days later to the or where it was discovered that the coronary sinus pacemaker lead had perforated the coronary sinus and no lv capture was occurring.